Manufacturer narrative:
An internal investigation was performed for a customer in the united states that reported a qcv failure that occurred on (B)(6) 2018 in association with the minividas® blue 110/220v. In view of the customer's results, biomérieux asked the customer to disable section b and a field service engineer (fse) went to the customer site in order to repair and qualify the instrument. The cause of the qcv issue was a clog in b1 position detected by the qcv alert on (B)(6) 2018. The fse repaired the instrument by changing the seals and cleaning the pump. The instrument was then qualified per procedure, which included a leak test and qcv test, in all positions of the instrument. The qcv passed and the issue was resolved. Following the detection by the customer on (B)(6) 2018, of qcv alert on position b1, the customer performed a retrospective analysis between (B)(6) 2018 (last good qcv) and (B)(6) 2018 (day of qcv issue). Retrospective analysis showed that: only pct tests are carried out of this mini vidas. Six (6) patient were run in the position b1 between both qcv. These six (6) patient samples run on the b1 position on (B)(6) 2018, were tested again, and two (2) patient results were significantly different. Sample n°4 initial result was 0.56 ng/ml and the repeat result was < 0.05 ng/ml leading to a possible interpretation change depending on the clinical context. Sample n°6 initial result of 0.49 ng/ml and the repeat result was 7.07 ng/ml leading to a clear interpretation change. The physician was notified about the results. The customer did not know if patient treatment was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. The cause of the qcv issue was a clog in b1 position of the instrument.

Event description:
A customer in the united states reported a qcv failure that occurred on (B)(6) 2018 in association with the minividas® analyzer. The customer reported that position b1 failed twice. The last successful qcv was performed on (B)(6) 2018. The customer stated that they only run the vidas pct assay on the instrument, and a pct calibration was performed on (B)(6) 2018 which indicated an issue with position b1. The calibration was repeated on section a and it passed. The customer completed a retrospective analysis and six (6) patient samples run on the b1 position on (B)(6) 2018, were tested again, and two (2) patient results were significantly different. One patient (sample 4) had an initial result of 0.56 ng/ml and the repeat result was < 0.05 ng/ml leading to a possible interpretation change depending on the clinical context. The other patient (sample 6) had an initial result of 0.49 ng/ml and the repeat result was 7.07 ng/ml leading to a clear interpretation change. The physician was notified about the results. The customer did not know if patient treatment was impacted. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.